Event description:
It was reported via repair work order that the foot end jack could not lower and was stuck raised due to a loose release linkage paddle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.